Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the escape button did not respond due to flatten button dome switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to the unresponsive button. The device was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a button error alarm. Customer states that the buttons were pushed in causing screen to move without pressing on buttons. Customer's blood glucose at the time of call was 326 mg/dl which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.